Event description:
A consumer reported that he had an intraocular lens (iol) implanted five years ago, and now thinks his vision is as bad if not worse than what it was before his cataract surgery. He has not seen his surgeon or any other doctor recently. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).